Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Between (B)(6) 2016, rv pacing impedance rose from 722 ohms to 2945 ohms.

Event description:
It was reported that the pacing impedance on the right ventricular lead was high. The physician decided to evaluate the patient with more frequent follow-up and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.